Event description:
The device broke during the procedure and the doctor would send more info with the device. The device has not yet been returned and, at this time, co has been unable to get more info regarding the pt status and the event.